Manufacturer narrative:
An estimation of the device repair was provided by a third-party which found the electronic card (g1 board) was cracked. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned for evaluation to the legal manufacturer, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, in preparation for use for a upper digestive endoscopy (eda) procedure, the endoscopy tower was turned on and a small sound was heard. The high-definition liquid crystal display (lcd) monitor would not turn on. There was total image loss. The intended procedure was not completed. The same device was not used to complete the procedure. No other equipment was replaced during the procedure. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. As six (6) years and ten (10) months had passed since the device was manufactured, it was likely the device failed due to aging.

Event description:
Additional information was provided by the reporter. No procedure was performed as the event happened during the power-up process. No patient involvement. No other devices were involved in the event. The procedures scheduled for the client were canceled that day and were rescheduled for another time.